Manufacturer narrative:
The device reached a drive stall during the priming sequence. A poor interference fit between the hook post spring and hook caused excess play in the interface, causing a failure to detent of the ratchet gear and ultimately preventing the deployment of the needle. This poor fit can be attributed to the incorrect installation of the hook post spring.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn. The patient's blood glucose levels reached over 400 mg/dl.